Event description:
This is a case reported from baxter (B)(4); the competent authority is (B)(6), reported to baxter through our sales representative the following event happened with baxter device minicap, the patient (B)(6) had an infection of the peritoneum; probably due to the fact that was not possible to close the miniset in a perfect way. The patient had to follow an antibiotic therapy for 2 weeks with targocid and nebicina. (B)(6) 2009: additional information: the device was hard to open/close (required higher forces). The doctor said that the patient could have the impression that the minicap was well closed but it wasn't, so not shutting off the fluid properly.

Manufacturer narrative:
(B)(4). Complaint not confirmed and no issues noted in batch file review relating to the nature of this complaint. Based on this, no root cause was determined and no corrective actions identified.